Event description:
On 2017-oct-04, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (100 mcg/day, unknown concentration)via an implantable pump for subarachnoid hemorrhage/head injury. The patient's medical history parkinson's disease (treated with dopacol and amantadine) and symptomatic epilepsy (treated with carbamazepine). On (B)(6) 2017, pump operability and catheter testing was performed. Testing indicated a volume discrepancy was identified. The pump was previously refilled with 18.0 ml of drug. The actual reservoir volume (arv) was 14.0 ml and the expected reservoir volume (erv) or "residual drug volume on programmer" was 2.7 ml. There were no reported patient symptoms related to the volume discrepancy. No further complications were reported and/or anticipated.

Manufacturer narrative:
Additional review of the event determined it had also been reported in manufacturer report #3004209178-2017-12756. If information is provided in the future, a supplemental report will be issued.